Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event.¿. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. However, investigators believe because we could not confirm proper reprocessing steps, its possible that a lack of following the IFU reprocessing steps may have led to the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
During device evaluation it was noted, the nozzle of the colonovideoscope had foreign object. There was no patient involvement in this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.